Event description:
During a post implant procedure check, loss of capture and failure to sense were observed on the right atrial (ra) lead. An x-ray was performed, and the ra lead was found to be dislodged. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.